Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a safety check their device would not provide defibrillation energy. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the permanently damaged internal hybrid layer capacitor (hlc) which was caused by poor maintenance.

Event description:
The customer contacted stryker to report that during a safety check their device would not provide defibrillation energy. There was no patient involved in the reported event.